Event description:
There was an ra lead revision done due to it moving. The physician initially was doing an rv lead revision due to dislodgement. During that revision, this lead moved and needed to be repositioned. Both the ra and rv leads remain implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.